Event description:
Husband is blind and has (B)(6). Upon completion of injection, husband removed pen needle from pen and the needle fell out. The wife picked up the pen needle and rec¿d a needle stick on the finger. Wife will have blood work at 6 weeks.

Manufacturer narrative:
Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies related to reported issue was noted. Quality will continue to monitor on monthly trend reports.